Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The received information will be part of the ongoing investigation. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Durasul alpha insert ref# (B)(4)) are marketed in USA, and therefore this report was filed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: revision due to detachment of the metal/pe construction. Review of event description: event summary: according to the event, a female patient, bmi=27.5, received a hip prosthesis implantation on the right side on (B)(6), 2004. The patient was symptom-free. Over the years, a "tilting" of the metallic joint surface in the polyethylene insert of the cup could be noticed radiological. A head / inlay revision took place on the right hip joint on (B)(6), 2017. Review of received data: - two ap view pelvis x-rays dated 2005 and 2017 were received for review. X-ray dated 2005 shows a right thr with good positioned stem. Inclination angle of the cup is around 68°, which is much higher than the normally accepted ranges. Retroverted cup. No evidence of loosening. X-ray dated 2017 shows almost no changes of the right hip thr component positions. Slight bone rounding observed at the point where the distal stem tip touches the cortical wall laterally. Inclination angle of the cup stays same. However, it is noticed that metallic inlay of the insert has slightly dislocated from its bedding in pe insert. No evidence of loosening. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was mentioned that the products are kept by the patient. Review of product documentation: the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: - oxidation of the pe, delamination, brittle, aging of the insert due to irradiation of insert not possible: gamma sterilisation of the insert is validated. - migration of the metal or ceramic inlay in the polyethylene (sandwich construction) due to creeping of polyethylene possible: product is not received for the investigation, therefore cannot be excluded. - detachment of the sandwich construction due to impingement with stem possible: product is not received for the investigation, therefore cannot be excluded. - detachment of the sandwich construction due to aging of polyethylene possible: product is not received for the investigation, therefore cannot be excluded. - insufficient insert stability in shell short and long term due to surgeon does not comply to surgical technique (early stability) possible: inclination angle of the cup (68°)seems to be higher than the normal range. - mal-function of device, leading to excessive wear, corrosion, metal ion release, loss of connection, dislocation of insert due to off label use, combination with non approved zimmer biomet products (eg. Different inserts, not compatible screws, implant and instruments) not possible: product combination is approved. Conclusion summary: the female patient underwent revision surgery due to metal inlay dislocation/dissociation after 12 years 7months in-vivo time. Insert and the head were revised. The x-rays indicated steep inclination angle of the cup and metal insert dissociation from its pe bedding. The sandwich construction is assumed to be detached. The products were not received for the investigation. The most possible reason leading to this failure is the edge-loading due to the steep inclination angle of the cup. Steep angles are known to reduce femoral head coverage decreasing contact area and can subject the acetabular rim to excessive stresses. In the case of metal-metal implants it has been shown that at steep angles there is no bedding-in of the implants and run-away wear occurs. However, since no post-op x-rays after the implantation was received, it is unknown at what point of time the cup became steep. Other possible reasons might be leading to the dissociation of the metal insert include creeping of polyethylene, impingement with stem, aging of polyethylene, high patient bmi (bmi=27.5, classified as overweight) and surgeon not following the surgical technique. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). .

Event description:
It was reported that the patient was implanted a metasul, alpha insert, hh/28 on the right side on (B)(6), 2004. The patient was symptom-free. Over the years, a "tilting" of the metallic joint surface in the polyethylene insert of the cup could be noticed radiologically. A head / inlay change took place on the right hip joint on (B)(6) 2017.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown metasul insert (catalogue number unknown) on the right side (exact date not reported) and the patient underwent revision surgery on (B)(6) 2017 due to disassociation.